Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure a 27mm closure device was implanted and removed from the patient, a pigtail was reinserted to get deeper into the appendage and to get the was sheath more superior. A second 27mm closure device was implanted, when the physician started unsheathing the device it did not expand, the closure device was pulled back and another attempt at unsheathing occurred, to which it expanded. A transesophageal echocardiography (tee) was performed and the physician swept for effusion and a pericardial effusion was noted. The 27mm closure device was not in the proper position, the physician requested a 24mm closure device to get deeper into the appendage, the 27mm closure device was removed from the patient and the 24mm was prepared and placed into the patient. A continual monitoring of the pericardial effusion was done by tee and it was larger. The 24mm closure device met position, anchor, seal and size (pass) criteria and it was released. A pericardiocentesis was performed to the patient and blood began being pulled out from around the pericardium and re-profused back into the patient through a sheath in the groin. After several minutes, the physician decided that non-surgical intervention was not working and surgery was performed. The patient was then taken to surgery for repair of the perforation. The patient is expected to fully recover.

Manufacturer narrative:
H6: patient code corrected from e2114 perforation to e0604 cardiac perforation.

Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure a 27mm closure device was implanted and removed from the patient, a pigtail was reinserted to get deeper into the appendage and to get the was sheath more superior. A second 27mm closure device was implanted, when the physician started unsheathing the device it did not expand, the closure device was pulled back and another attempt at unsheathing occurred, to which it expanded. A transesophageal echocardiography (tee) was performed and the physician swept for effusion and a pericardial effusion was noted. The 27mm closure device was not in the proper position, the physician requested a 24mm closure device to get deeper into the appendage, the 27mm closure device was removed from the patient and the 24mm was prepared and placed into the patient. A continual monitoring of the pericardial effusion was done by tee and it was larger. The 24mm closure device met position, anchor, seal and size (pass) criteria and it was released. A pericardiocentesis was performed to the patient and blood began being pulled out from around the pericardium and re-profused back into the patient through a sheath in the groin. After several minutes, the physician decided that non-surgical intervention was not working and surgery was performed. The patient was then taken to surgery for repair of the perforation. The patient is expected to fully recover.